Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received partially deployed from the distal tip of a microcatheter, which is aligned with the event description. There was some evidence of stent deformation. The stent delivery wire (sdw) was received within the microcatheter, the introducer sheath was not returned. Dried blood was present at the distal tip and within the microcatheter. As the stent was being retrieved from the microcatheter, the marker band detached from the microcatheter and remained in the middle of the stent. Deformation was noted throughout the stent. All 3 marker bands were present on both ends of the stent. The sdw could not be removed from the microcatheter without damage due to the dried blood, however the tip was able to be measured. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent partial deployment' was confirmed visually. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that after delivering the microcatheter into position, the stent was deployed. However, during the process of deploying the stent, it could not be advanced further after deploying for approximately 5mm. After multiple attempts without success, the physician had to withdraw the stent along with the microcatheter and replace them with a microcatheter and stent of the same model to continue the surgery. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. It is probable that the stent was deformed during the deployment attempt causing the reported partial deployment, there may have been anatomical and or procedural factors present which may have also caused or contributed to the reported events. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported and analysed ¿stent partial deployment¿ and to the analysed ¿stent deformed¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the medical procedure after deploying 5 millimeter of the stent (subject device) the physician could not deploy it any further. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the medical procedure after deploying 5 millimeter of the stent (subject device) the physician could not deploy it any further. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.